Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and a ketone level identified as dangerous (diabetic ketoacidosis). The customer initially reported that the suspected cause was a bent infusion set cannula; however, the customer clarified that the cause could not be provided as the customer could not recall. Subsequently, the customer lost consciousness. The customer went to the emergency room and was subsequently hospitalized. No additional information was provided. Multiple contact attempts were made by tandem technical support to instruct the customer to upload pump data for analysis and to obtain additional information; however, the customer did not upload data and did not respond.